Event description:
On (B)(6) 2014, I had a light adjustable lens placed. This device is now in phase iii trials and manufactured by calhoun vision in california. I had the device which is an artificial intraocular lens implanted in germany. After the final ultraviolet treatment I had serious degradation of my blue/green color vision in that eye. I suspect it is due to the very bright ultraviolet light used. Over the last few weeks there had been some gradual improvement but I still have residual impairment.